Event description:
A report was received that stated the pump alarmed "check clutch". No pt injury or adverse event was reported.

Manufacturer narrative:
The suspect device was returned and evaluated. Testing indicated that the position potentiometer was disconnected, causing it to be non-functional. The position potentiometer connector was reinserted. Following repair, the device passed all function and delivery testing.